Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were not reproduced. However, a faulty scope socket (locking mechanism) was confirmed. Thus, it was determined that b30 error occurred because communication with the scope failed, and the scope was not recognized due to the video connector of the scope which could not be secured properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii xenon light source was not recognizing connected devices and instead displaying error codes e216 and b30 indicating, a communication error. The issue was found during preparation for use in an unidentified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. The device evaluation found the device front panel was damaged, the scope locking socket was damaged and did not protect the connector pins, and an unapproved bulb was installed in the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.